Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure of printed-circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the power supply failed, and it is presumed that the phenomenon was caused by a malfunction in the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited power outage which did not work even with new cord. The issue was identified at the time of diagnostic upper inspection procedure before sedation. There were no reports of patient harm.